Event description:
The initial complaint was received (B)(6) 2009. The surgeon was interviewed on (B)(6) 2009. A 7mm nail was implanted, but fluoroscopy immediately after implantation "looked funny". He removed the nail, discovered it was bent slightly and completed the surgery with a locking plate. The surgeon stated that this was an extremely unusual case. Surgeon did not completely ream the I/m canal to 8mm. He did considerable "beating, twisting, and pounding" to reduce the fracture and seat the nail. Op personnel determined that the device was not the contributing factor, but the inability to follow the surgical technique was the cause for the concern. There was no injury to the pt. The second complaint was received (B)(6) 2009. An 8mm nail was bent during insertion and the attachment guide bolt broke, also. A second 8mm nail was successfully implanted. This was a bilateral surgery and the second guide bolt fractured during the insertion of a third 8mm nail. This nail was removed and discarded. This surgery on the second leg was successfully completed with a competitive device. An op sales rep witnessed this surgery and noted aggressive pounding on the insertion instrument that was used in attempting to implant the nails. There was no injury to the pt.

Manufacturer narrative:
Additional model #: 8 mm. Additional catalog #: 087. Additional lot #: 105492.